Event description:
The battery is malformed. The back is separating from the framework, preventing integration with the sara plus lift. While no battery fluid was found outside the casing, the manufacturer has determined the potential exists; if so, that fluid could cause injury to bare skin.

Manufacturer narrative:
A photograph of a battery with a malformed shape that will not allow it to fully attach to a sara plus active lift was sent to arjohuntleigh. The user says they have three such batteries. Further information will be provided upon conclusion of the manufacturers investigation.